Event description:
It was reported that the wake button was unresponsive and the pump would not turn on. The customer¿s blood glucose (bg) level was over 600 mg/dl. Customer administered a manual injection to address bg. During troubleshooting with tandem technical support it was found that the pump and pump button were working as expected, and customer resumed insulin therapy.